Event description:
The pt was discharged to a nursing home in 2004.

Event description:
It was reported that during the pta/stenting treatment procedure, the pt developed an abdominal retroperitoneal bleed following placement of a wallstent. The pt had a preoperative diagnosis of right leg pain with ischemia and claudication. A percutaneous aortogram with optiray contrast, percutaneous right iliac angiogram, percutaneous angioplasty of the right common iliac artery, and percutaneous angioplasty right external iliac artery. Subsequent percutaneous stent placements in the right common iliac and right external iliac arteries using a 7 mm x 55 mm wallstents. Just prior to placing the second stent the pt developed hypotension. A central line and arterial line were placed for monitoring purposes. At the end of the procedure, the pt had bilateral palpable dorsalis pedis pulses. The pt remained in the recovery room for 3 to 4 hours and developed an indurated area in the right lower abdomen, believed to be a retropertioneal bleed. The pt was returned to the operating room and no major vascular disruption or leak was noted. The pt was then transferred to the ICU. The pt was stable with no problems until they had an episode of nausea, vomiting, and retching. The pt subsequently developed hypotension and increasing abdominal induration. Disruption of the right iliac artery and exposure of the wallstent through the vessel was discovered. The wallstent was removed from the pt. Additional info has been requested.